Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 1 second, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.